Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that their insulin pump had power error detected alarm. The customer¿s blood glucose was 243 mg/dl. The customer states insulin pump keeps shutting off. Last night pump was off all night, blood glucose was 361 mg/dl, treated with pump. Troubleshooting steps were provided for power error detected alarm. Advised to monitor pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or blank display noted. Device trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device was received with stained serial number label, scratched case and minor scratched lcd window.